Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator implant procedure. Upon interrogation post-procedure, it was noted that the atrial lead exhibited decreased sensing, high pacing impedance, and failure to capture. A fluoroscopy was performed and the atrial lead was found to not have been completely inserted into the header. The atrial lead was reconnected and the patient was in stable condition throughout the procedure.